Event description:
It was reported that shortly after implant procedure, this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds due to a micro dislodgement. Chest xray was done which confirmed the rv lead dislodgment. Additionally, the physician reported that the patient was unresponsive and experiencing asystole. Lifesaving cardiopulmonary resuscitation (CPR) were performed, and the patient was successfully resuscitated. An emergency lead revision procedure was performed, and the rv lead was successfully repositioned, and capture was confirmed. The rv lead remains in service. No additional adverse patient effects were reported.